Manufacturer narrative:
Date of event was reported as: adaptive stimulation issue: about a month ago (2016). Loss of stimulation/return of pain: about 2 days ago ((B)(6) 2017). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a loss of stimulation, did not feel the stimulation, and a return of symptoms from their implantable neurostimulator (ins). The patient stated that the loss of stimulation seemed kind of gradual with a slow loss of stimulation in the beginning until there was no stimulation sensation. The patient mentioned that they weren¿t sure if it was sudden or a gradual loss because they had bronchitis and had been coughing and ¿couldn¿t think¿ because they had been so sick (confirmed that these issues were not related to the device). It was reported that the patient had been coughing really hard at times that could be related to the stimulation issue. It was determined the ins was on. The patient already had tried increasing the stimulation up to 10.10 volts but could not feel any stimulation on group d in the upright position and the issue was not resolved. The patient did have adaptive stimulation (as) and was walked through disabling the feature to rule out a problem with the as. Once the as was disabled the patient increase d the stimulation on group d to 10.10 volts but felt only a faint stimulation when standing up or moving around (but not when sitting down). The patient was assisted in changing to group c and was increased but no stimulation was felt. It was noted that group a was given to the patient by the healthcare professional (hcp) and was a ¿no stimulation sensation group¿. The patient never had felt the stimulation on group a anyways. It was also reported that the as had a problem where the name of the position stayed on ¿upright mobile¿ even when the patient was in body positions. The patient stated that they had ¿no back support¿ and their back pain was not being covered now. The patient was going to follow up with their hcp for the issues.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had not notified their office of the issue or returned for evaluation. The cause of the loss of stimulation and return of back pain was not determined. The hcp noted that if the patient returned they would order imaging to check positioning. It was unknown if the issue patient felt the stimulation or if the return of the back pain had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.